Event description:
Balloon would not deflate after pt insertion. Balloon burst upon being removed. No advese event occurred to the pt. Another opticath of same lot used successfully.

Manufacturer narrative:
The sample involved in the incident was received and evaluated. Visual observation of the balloon revealed a cut rather than a rupture as indicated by a sharp edge on the latex rather than a jagged edge. A work order review was performed and verified that the lot passed in-process and q.a. Inspections and tests. This is the only complaint of this nature on the lot number involved. The cause of the cut is undetermined.